Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and sometimes required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, as levels remained within the normal range. To resolve the issue, customer support assisted the customer in attempting to make the button easier to press, first by trying without the pump case and then with. As the problem persisted, customer support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy.